Event description:
It was reported that the patient experienced a vasospasm, st segment elevation, st segment depression, and bradycardia. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced vasospasm in the left circumflex artery (lcx), st segment elevation, st segment depression, and bradycardia. During ablation of the left inferior pulmonary vein (lipv) an st elevation occurred, followed by st depression after intravenous administration of noradrenaline. The st segment returned, but it became a junctional beat rather than going back to normal sinus rhythm. Aspiration of the sheath was performed but not air contamination was observed. After performing angiography and checking the anatomy with a computed tomography (CT) scan, it was found that the nutritional index of the lcx was extensive due to an anomalous right coronary artery. It was also confirmed that the left superior pulmonary vein (lspv) and lcx were close to each other, and it was highly likely that the spasm was induced by the effects of pfa. The junctional beat eventually switched to sinus bradycardia and the patient's heart rate (hr) was below 30 beats per minute (bpm). The procedure was able to be completed. A temporary pacing lead was inserted into the patient, and the patient was monitored at the hospital afterwards for progress regarding the bradycardia. The pacing lead was turned off in the evening and the pacing lead was removed the next day. The patient was discharged from the hospital two days after the procedure in good condition. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.